Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump administered zosyn at 21:05 at rate of 25ml/hr and the infusion completed at 00:00 in the ambulatory care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported symptom was unable to reproduced during evaluation. The device was found in specification which was tested at 25ml/hr with a vtbi of 6.2ml which yielded passing results (6.252ml / +0.8387). No correction required. Should additional relevant information become available, a supplemental report will be submitted.